Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level of 419 mg/dl. They treated their high blood glucose with a bolus from the insulin pump but later it had gotten up to 595 mg/dl. The customer treated their high blood glucose with a manual injection and removed the infusion set. The customer changed the infusion set but the next day their blood glucose level of 93 mg/dl went up to 480 mg/dl. The customer treated with an insulin pen. When they removed the sets they were bent. Troubleshooting was performed and it was noted that the cannulas were bent. The customer declined to perform the no delivery test. The customer will call back if further assistance is needed. The device will not return for analysis.